Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The clinician was unsure if the patient had been exposed to emi which could contribute to the diagnostics issue. The patient was stable throughout the device interrogation and would continue to be monitored. No additional information was reported.